Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep re-aligned the c-arm camera and recalibrated the collimator mag modes. He then verified the image size and centering. The unit is operating as intended.

Event description:
The customer reported that the collimator was not aligned and the images on display were squewed.